Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there were deviated trajectories. There was approximately a 45 minute delay. The deviation at l5 left was superior by about 5-6 mm. The deviation at s1 left was lateral by about 3-4 mm. It was stated that a patient shift was not likely considering the right side screws were accurate with a higher risk of skive, and the deviations were different in direction. The surgeon checked the accuracy after the scan was imported when navigating the passive planar probe and saw that navigation was significantly off (thought to be due to inadvertently hitting the guidance system reference frame while draping around the guidance system and patient for the imaging spin). They performed the accuracy check and confirmed the inaccuracy. A new snapshot was taken. Navigation accuracy was verified as well as an anatomy check. Both were confirmed accurate. It was stated that the manufacturer representative thought the deviation was due to the surgeon technique. All trajectories had the risk of skive. There was no known impact to the patient outcome.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A2: patient age was unavailable. H3, h6: no parts returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.